Manufacturer narrative:
This report involves a retrospective study noted in an article. The device was not available for analysis. The lot number was not provided; therefore, review of the device history record could not be performed. Attachment: j. Rits, md; et al; "the incident of arterial stent fractures with exclusion of coronary, aortic, and non-arterial settings", published eur j vasc surg 2008; 36,339-345.

Event description:
Device malfunction: stent fracture. Time of symptoms/ae: post procedure. Symptoms/ae: occlusion/restenosis. The following events were noted through a periodic article review. The study reviewed literature regarding fracture of arterial stents, especially in the relation to the location of placement, clinical relevance, and type of stents. The reported rate of stent fracture for the selfx stent was 29% (7/24) in the femoropopliteal artery at a mean follow up of 10.7 months. Additionally, stent fractures occurred overall and half of these patients experienced occlusion or restenosis as clinical implications of the fractured stents; however, no correlation is made between the stent brand/manufacturer and the occlusions and restenosis. Treatment for the stent fractures, occlusion and restenosis was not reported.